Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on multiple patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument after troubleshooting and an alternate instrument, resulting as expected on both. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that quality controls were not within range at the time of occurrence. Tsc instructed the customer to replace the integrated multisensor technology sensor and the diluent check solution with a new one. Quality controls and patient samples were run, resulting within range. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.